Event description:
While assisting the ventilations of a conscious chf pt in acute respiratory distress, the ems noted that the pt's sp o2 level continued to slowly fall even though the pt was on 15 lpm flow 100% oxygen. Upon arrival at the emergency department, the pt's sp o2 was 77%. The respiratory therapist in the emergency department assumed ventilations, including two person bagging, with no marked increase in pt's sp o2 level. An oxygen analyzer was used and determined the pt's fi o2 at 55% at 15 lpm oxygen flow. The bag was checked for defects, none was found. Without much delay, a new, hospital issued, bum replaced the co's bum. In approximately two minutes the fi o2 increased to 95%. A respiratory therapist taking care of this pt suggested that another event similar to this one occurred previously.